Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15july2019. The field service engineer performed troubleshooting, reported the touchscreen does not function accurately on one portion of the screen and will not calibrate rightly and replaced, calibrated and functionally tested the touchscreen.

Event description:
It was reported that the ventilators reports that the touch screen is not working. There was no patient involvement.